Event description:
It was reported that the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
The ge representative reported the customer stated the system was not available. No ge service was performed. No conclusion can be drawn as repair information is not available.